Manufacturer narrative:
Follow-up #1: date of submission: 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life illustrated with a voltage drop leading to a cs 128 alarm. The ez-prime steps were performed correctly with all current readings above specification. The ¿short battery life¿ complaint was duplicated. The pump¿s cover was removed and the printed circuit board inspection found a printed circuit board condition failure. Unrelated to the original complaint, the battery compartment was observed to be cracked. The display screen contrast was found to be dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.